Event description:
It has been reported to philips that the allura xper fd20 system was not switching on. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was low disk space and that the ippc failed to boot up. The ippc chassis has been recreated and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the frontal ippc (image processing pc) failed to bootup. The fse found that the issue was due to low disk space. The fse recreated the ippc disk to resolve the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.